Event description:
The patient no longer had concerns with their device or therapy.

Event description:
After increasing the stimulation in mid (B)(6), the patient noticed that the stimulation for group 2 changed more to the right side. The patient also had a minor fall after noticing the stimulation change. On two occasions the patient checked her implant and found that it was turned off. The patient planned to monitor her symptoms and switch to group 3 if she did not have improvement in symptom reduction. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Lead: model 3093-33, serial # (B)(4), implanted: 2007 (B)(6), explanted: unknown. Programmer: model 3037, serial # (B)(4).